Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that the atrial lead daily capture trend shows the threshold became greater than 2.5 volts on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4574 lead. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced high threshold. The ra lead was repositioned and remains in use. In addition, a few hours after the right atrial (ra) lead repositioning, the device was unable to measure the lead impedances despite many attempts. The value on the impedance trend was less than 3000 ohms on both the atrial and ventricular channels. After exiting the session and with re-interrogation, the lead impedances were still unable to be measured. The following morning, the device was checked with a different programmer and impedances were able to be measured and were within range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.